Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, sleep current measurement and active current measurement. Pump error alarms while monitoring and pump error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector on printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit was received with scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay and slightly faded serial number label.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed power error within 4 hours of trouble shooting the pervious occurrence. The customer stated it happen during normal pump use. The customer's blood glucose at the time of incident was unknown. Customer stated he was calling back for the same pump power error which occurred again. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will not be returned for analysis.